Manufacturer narrative:
(B)(4). This complaint was confirmed in the lab that the patient adapter was separated from the silicone tubing. No root cause could be determined and a batch review of this specific manufactured lot was confirmed negative for any problems. Renal quality engineering will continue to monitor this product line for adverse trends and will take corrective/preventive action as appropriate.

Event description:
After use for 30 days, the tubing of the transfer set separated from the plastic patient connector of the transfer set. There was no disinfectant use on the set by the patient or doctor. No patient injury or medical intervention was reported along with this complaint.

Manufacturer narrative:
(B)(4). The sample was available and requested.